Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, photograph of the unit and log file has been sent and reviewed by technical support. Technical support instructed the customer to check mains cable if connected to the ventilator and make sure the unit is getting power from outside and there is nothing wrong with the power entry module. The customer changed the battery and checked all the socket in ICU; all are working perfectly. However, the problem still continues. Vyaire technical support recommended that the gas delivery engine to be replaced. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator stopped ventilating and software interrupted with blue screen. At this time, there is no information regarding patient involvement associated with the reported event.